Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia, asthma, depression, uti, multiple myeloma, multiple sclerosis, numbness of lower extremities, diverticulosis, headache, obesity, abdominal pain, muscle weakness and fatty liver. Concomitant products included calcium, cyanocobalamin, dimethyl fumarate (tecfidera), diphenhydramine hydrochloride, famotidine, interferon beta - 1b (betaseron), interferon beta-1a (avonex), iron, prednisone, salbutamol, salbutamol (albuterol hfa) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition-depression"), anxiety ("psychological or psychiatric problems condition-mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline and surgery (surgical removal of left essure coil). At the time of the report, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left essure coil was removed during the fibroid resection due to proximity to fibroid . Upon re-evaluation hysteroscopically the right essure coil noted to be in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging brain on (B)(6) 2009: impression: MRI of the brain: some new, somewhat prominent lesions in the brain with no enhancement. Clinical indication: patient multiple sclerosis with new onset of partial sensory deficit at t5-t6. Ultrasound pelvis on (B)(6) 2015: impression: fibroid uterus, at least one of which may have a submucosal component. Endometrial thickness is 12 mm. Essure devices within the fallopian tubes. Ovaries are not visualized on transabdominal or transvaginal imaging secondary to patient body habitus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received : reporter added, lot number added, patient demographic information was added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, fatigue, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 42-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia, asthma, depression, uti, multiple myeloma, multiple sclerosis, numbness of lower extremities, diverticulosis, headache, obesity, abdominal pain, muscle weakness and fatty liver. Concomitant products included calcium, cyanocobalamin, dimethyl fumarate (tecfidera), diphenhydramine hydrochloride, famotidine, interferon beta - 1b (betaseron), interferon beta-1a (avonex), iron, prednisone, salbutamol, salbutamol (albuterol hfa) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition-depression"), anxiety ("psychological or psychiatric problems condition-mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline and surgery (surgical removal of left essure coil on (B)(6) 2015). At the time of the report, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left essure coil was removed during the fibroid resection due to proximity to fibroid . Upon re-evaluation hysteroscopically the right essure coil noted to be in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging brain - on (B)(6) 2009: impression: MRI of the brain: some new, somewhat prominent lesions in the brain with no enhancement. Clinical indication: patient multiple sclerosis with new onset of partial sensory deficit at t5-t6. Ultrasound pelvis - on (B)(6) 2015: impression: fibroid uterus, at least one of which may have a submucosal component. Endometrial thickness is 12 mm. Essure devices within the fallopian tubes ovaries are not visualized on transabdominal or transvaginal imaging secondary to patient body habitus.. Lot number:628433 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 42-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia, asthma, depression, uti, multiple myeloma, multiple sclerosis, numbness of lower extremities, diverticulosis, headache, obesity, abdominal pain, muscle weakness and fatty liver. Concomitant products included calcium, cyanocobalamin, dimethyl fumarate (tecfidera), diphenhydramine hydrochloride, famotidine, interferon beta - 1b (betaseron), interferon beta-1a (avonex), iron, prednisone, salbutamol, salbutamol (albuterol hfa) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition-depression"), anxiety ("psychological or psychiatric problems condition-mental anguish/psych injury") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal"), anaemia ("anemia") and hypersensitivity ("allergy: other"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline and surgery (hysterectomy (full),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and hypersensitivity had resolved and the fatigue, depression, anxiety, migraine, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left essure coil was removed during the fibroid resection due to proximity to fibroid . Upon re-evaluation hysteroscopically the right essure coil noted to be in place. Plaintiff treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging brain - on (B)(6) 2009: impression: MRI of the brain: some new, somewhat prominent lesions in the brain with no enhancement. Clinical indication: patient multiple sclerosis with new onset of partial sensory deficit at t5-t6.. Ultrasound pelvis - on (B)(6) 2015: impression: fibroid uterus, at least one of which may have a submucosal component. Endometrial thickness is 12 mm. Essure devices within the fallopian tubes. Ovaries are not visualized on transabdominal or transvaginal imaging secondary to patient body habitus.. Lot number:628433 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New information added: reporter, essure stop date and events abdominal pain, anemia and allergy (other) and outcomes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.